Manufacturer narrative:
For the reported event, the device was returned to bd and evaluated. Partial split/leak in the catheter was confirmed for the device. A root cause has not been determined. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0601620. Chronic catheter allegedly experienced fluid leak. This report was received from a single source. This event did involve patient with no reported patient injury. The patients age, weight and gender were not provided.